Manufacturer narrative:
The initial MDR 2247117-2017-00062 was filed on may 24, 2017. Additional information (06/12/2017): the initial MDR stated that it is unknown which assays were impacted and if the repeat testing was performed on the same instrument or alternate instrument. Also, it was unknown if the repeat results were reported to the physician(s). Additional information has been received. The assay affected was thyroid stimulating hormone and the repeat testing was performed on same instrument. The repeat results were not reported to the physician(s). The initial and repeat values for thyroid stimulating hormone were provided. Corrected information (06/12/2017): the initial MDR states that date received by manufacturer is may 3, 2017. The correct date is april 13, 2017. Section cannot be updated with this information as it is being used for the current report.

Event description:
The assay affected was thyroid stimulating hormone. After troubleshooting, the samples were tested on the same instrument, resulting higher. The repeat results were not reported to the physician(s).

Manufacturer narrative:
The initial MDR 2247117-2017-00062 was filed on may 24, 2017. The first supplemental MDR 2247117-2017-00062_s1 was filed on june 30, 2017. Additional information (05/26/2017): siemens technical application specialist and customer service engineer were dispatched to the customer site. They determined that the customer was transferring the samples to the secondary tube, which was causing the issue.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the instrument was not performing weekly maintenance as the reagent probe did not detect the cleaning solution. The customer checked the grounding and alignments for the slave 0 and slave 1 modules. The ccc specialist reviewed the error log and determined that the instrument was having an issue with transmitting sample/reagent barcode signal to the control side. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After analyzing the instrument, the cse updated the control side software from version 6.3 to 6.6. The top position of the reagent pipettor was adjusted and the cables from the power distribution and reagent scanner were checked. The error obtained during the waste tube cleaning was resolved by replacing the waste tube cleaning program. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer obtained discordant, falsely low results on patient samples on an immulite 2000 xpi instrument. It is unknown which assays were affected. The initial results were not reported to the physician(s). The samples were repeated and the results were acceptable. It is unknown if the repeat testing was performed on the same instrument or an alternate instrument. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant, falsely low results.